Event description:
It was reported that the user¿s ilet displayed an insulin occlusion with an ¿unable to proceed¿ message, the infusion set was disconnected and tubing was refilled with drops observed, and the infusion site was then replaced to a different location using a contact detach set; the user recorded a highest blood glucose of 400 mg/dl and no external assistance or medical intervention was required. Investigation of this case revealed an obstruction of insulin flow associated with the connector or coupler component and deformation was identified as a relevant finding. The event resolved after the infusion site and set were changed, and glucose returned toward range per follow-up attempts. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.